Manufacturer narrative:
B3 date of event is unknown, see b5 for context surrounding date of event. Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-aug-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp reports the pt said the ins is dead and the wires were cut. The caller indicated that the patient claimed that the leads were cut and the device was "out of service". The caller did not have other details about the status of the ins. When asked for the managing doctor the caller provided the name of the implanter. The issue was not resolved through troubleshooting. Technical services (tss) reviewed registration information. No symptoms were reported.